Event description:
A remstar procflex+ device was returned to the third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service technician observed visible foam particles and blower foam degradation. The service technician observed that error codes e053 (e-53: err_comp_log_sem_timeout) and e106 (e-106: err_heatedtube_tube_max_temp) were present. In addition, there was contamination from dust. The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.